Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) and external device. The reason for call was patient said they are getting communicator not found on the handset. Patient said there is no bluetooth light on the communicator. Agent recommend removing the communicator from the case. Agent assisted patient with resetting the communicator and connected to implant. Ins 50% and communicator 100% charged. Patient was able to successfully connect to the devices. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they are not getting stimulation on the lower back but they are in the legs and need to consult with a manufacturer representative (rep).